Event description:
It was reported that this patient experienced a syncopal event. The patient was brought in for evaluation and technical services (ts) discussed programming options for optimizing the sudden brady response feature in this pacemaker. The feature was in use, but ts discussed it should be reprogrammed to help prevent syncopal events in the future. The device remains in service. No additional adverse patient effects were reported.